Event description:
It was reported that during generator surgery for end of service device diagnostics resulted in high impedance with the existing generator and lead. A new generator was attached to the existing lead and high impedance was again observed. The new generator was left implanted and the patient was scheduled to come back for lead replacement. It was reported that the new generator was left programmed off. No known surgical interventions have been performed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Vns lead product information was obtained. No known surgical interventions have been performed to date.